Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I prolactin results for one patient. The following data was provided (customer¿s normal range for females is 3.8-23.0 ng/ml): sample ID (B)(6); initial result, on 01nov2024, was 90.91, sample was treated with peg and the result was 69.16 ng/ml. A new sample was tested at a reference lab on (B)(6) 2024, using a siemen¿s assay, and the result was 6.59 ng/ml. Additional laboratory results were provided: estradiol was 55 pg/ml, fsh was 2.65 miu/ml, lh was 6.15 miu/ml. The patient was recollected, on 06nov2024, and the result was 38.2 ng/ml. The monomeric result was 29.88 ng/ml. Additional laboratory results were provided: lh result was 24.58 iu/l, fsh result was 35.33 iu/l. A new sample was tested at a reference lab on (B)(6) 2024, using a siemen¿s assay, and the result was 6.11 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of the complaint lot. Return testing was not completed as returns were not available. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 65355ud00 did not identify any non-conformances or deviations with the likely cause lot. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 65355ud00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I prolactin, lot number 65355ud00, was identified.

Event description:
The customer observed falsely elevated alinity I prolactin results for one patient. The following data was provided (customer¿s normal range for females is 3.8-23.0 ng/ml): sample ID (B)(6) initial result, on (B)(6) 2024, was 90.91, sample was treated with peg and the result was 69.16 ng/ml. A new sample was tested at a reference lab on (B)(6) 2024, using a siemen¿s assay, and the result was 6.59 ng/ml. Additional laboratory results were provided: estradiol was 55 pg/ml, fsh was 2.65 miu/ml, lh was 6.15 miu/ml. The patient was recollected, on (B)(6) 2024, and the result was 38.2 ng/ml. The monomeric result was 29.88 ng/ml. Additional laboratory results were provided: lh result was 24.58 iu/l, fsh result was 35.33 iu/l. A new sample was tested at a reference lab on (B)(6) 2024, using a siemen¿s assay, and the result was 6.11 ng/ml. There was no impact to patient management reported.